Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. When the catheter and non-boston scientific merit rose 180 was inserted into the sheath, air was noted through the side port and into the syringe. No abnormalities was noted during preparation of the sheath. No leak in the sheath nor any air in the patient was noted. Pressure bag method of irrigation was used. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. When the catheter and non boston scientific merit rose 180 was inserted into the sheath, air was noted through the side port and into the syringe. No abnormalities was noted during preparation of the sheath. No leak in the sheath nor any air in the patient was noted. Pressure bag method of irrigation was used. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device was received for analysis.